Manufacturer narrative:
Stryker evaluated the customer's device and was unable to reproduce the reported during resuscitation only when printing and charging. The power pcba and battery pins were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The danish medicines agency contacted stryker to inform us of a report that this customer's device unexpectedly shut down during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The danish medicines agency contacted stryker to inform us of a report that this customer's device unexpectedly shut down during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.